Event description:
Paramedics attended to a firefighter who had collapsed during a search and rescue training excercise. The pt was diagnosed in ventricular fibrillation. The operator attempted to administer shocks to the pt but the defibrillator allegedly failed to charge during each attempt. An AED defibrillator was available at the scene but was not used. CPR was performed and the pt was transported to the hosp. The pt was not resuscitated. The customer indicated the device did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.